Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of air in line could not be verified due to the product not being returned for failure investigation. Device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. Root cause analysis: a root cause could not be determined due to an investigation not being able to be performed. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 1.2m had air in the line. The following information was provided by the initial reporter: material #: 2202-0007 batch #: unknown. It was reported new air in line issue which was picked up by the air sensor. We did have a new air in line issue which was picked up by the air sensor today, the last occurrence of ¿air in line¿ prior to today had been on 5/11. Today¿s air in line was one of the patients who was trialing the new tubing (tubing #2202-0007 which includes an inline filter).